Event description:
Per independent repair center statement the irc5po2v concentrator has low o2 or yellow light. The key failure was that the hose clamp on the sieve bed/manifold needed to be replaced.